Event description:
T2 did not deploy and t1 was left in the patient during a knee repair procedure.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy division is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. (B)(4).

Manufacturer narrative:
Upon receipt of the device it was confirmed that both t1 and t2 remain on the insertion needle. Therefore the incident become not reportable. This follow up report is being submitted to correct the information on the initial report which state t1 was left in the patient. The returned device was evaluated and it was evident that t1 backed up and got stuck on the dimple. The dimple height and belly diameter of the implant were measured and found to be within specification. No root cause related to the manufacture of the device can be determined. No further investigation is warranted at this time. (B)(4).